Event description:
A user facility reported to olympus that when connecting a scope using a light guide cable to the olympus, model clv-s190 and the otv-s190, the monitor only displayed color bars. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved by the reporter through troubleshooting with the assistance of olympus technical support via the phone. Upon verifying the camera head was securely connected to the olympus, model otv-s190 by pushing on the paddle, an image appeared. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The event can be prevented by following the instructions for use which state: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor field performance for this device.